Event description:
It was reported to philips that the equipment did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the device was not in clinical use at the time of reported event. It was reported that the equipment does not start up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the high level of humidity and dust in the room. Fse replaced the power distribution module and cleaning the ram memories of the host pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.